Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated failures to pair a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet, with pairing responsibility not identified, and the user attributed the issue to the pump and requested repair of the same unit. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an intermittent communication failure and an interoperability problem between components, with the device components implicated including the electrical/magnetic subsystem and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.